Event description:
As part of ameda, inc.'s quality management system activities, a review of historical complaints was conducted. It was determined that this complaint should have been reported to FDA. Customer contacted ameda, inc. On (B)(6) 2014 to report low suction and hissing sounds originating somewhere within the system while using the purely yours breast pump. Customer was diagnosed with unilateral mastitis on (B)(6) 2014. She contacted her health care provider that day. A 10 day course of oral antibiotics was prescribed. Customer reports mastitis resolved within 3 days of treatment.

Manufacturer narrative:
Customer was sent the necessary pump pieces to correct the issues with the purely yours breast pump. Purely yours motor base was not requested back for investigation since all motor tests conducted through customer service passed. No product has been returned to ameda, inc. For testing.